Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data was inspected. The inspection confirmed the eri battery status which was detected on (B)(6), 2021 at 11:30 am. Furthermore, the data showed noise leading to a vf detection at 11:28 am, two minutes before the eri detection and resulted in five charging cycles during the MRI procedure. It is therefore assumed that a procedure containing strong magnetic fields, such as an MRI scan, has led to the clinical observation. The data documented that MRI mode of the device was never activated. The analysis revealed that the device was re-initialized on (B)(6), 2021, showing no anomalies after the re-initialization process. After re-initialization the device shows mos1 battery status. However, in case of a performed MRI scan without preprogramming the device in MRI mode, subsequent damages to the electronic module cannot be fully excluded.

Event description:
After an implantation period of approx. 75 months, it was reported that MRI was performed without MRI mode. It was observed the device switched to eri status.